Event description:
The user received intermittent erroneous results for at least three pt samples. Two examples were provided. Repeat testing was performed on the e2010 (B) (4). Sample 1 initial ckmb result was less than 0.100 ng per ml and repeated in the normal range of greater than 0.100 - 4.9 for men and greater than 0.100 - 2.8 for women. Sample 2 initial hcg result was greater than 10000 miu per ml and was repeated on a 1:20 dilution with a result of approximately 400 miu per ml. The user could not provide the exact repeat results for either pt sample. No erroneous results were reported.

Manufacturer narrative:
The field service rep determined there was a problem with the measuring cell and replaced it. He performed calibration and qc to verify the analyzer performance with results within specifications.